Event description:
Surgical procedure in process. Pt weighs approx 460 lbs on size-wise bed, rated to 1000 lbs. Bed collapsed. Two siderails fell off, one onto the foot of a tech. Entire weight of bed and pt just missed falling onto the foot of the physician. After investigation, bed was found to be missing a bolt on left side. Bed was assembled by reps from the distributor. Assembly procedure and checklist should be reviewed.